Manufacturer narrative:
Philips has started an investigation, a follow up will be submitted once completed.

Event description:
Philips received a report that a radiology technician tried to clean the sacu filter, stuck her hand in the vent pipe where her hand got caught by the running fan. She suffered serious injuries to 2 of her fingers , 1 of which was partially amputated as a result.

Manufacturer narrative:
The customer reported that an mr operator tried to check if the outlet of the system air cooling basic unit (sacu) was blocked, after several malfunctions occurred (smoke alarm without cause) of the installed smoke detector (installed by philips) of an ¿ingenia elition s¿-system. The mr operator reached with his hand into the sacu outlet. The sacu did not have a flexible hose connected on the outlet connecting it to the hospital air system, rather it was venting inside the technical room the system was not in clinical use at time of the incident, however the fan inside the sacu was activated. The customer confirmed that the mr operator knew the fan was activated but continued checking the outlet as they did not know how to turn the fan off. Note: the mr operator is not trained to execute service/ maintenance. As a result, the hand of the mr operator got caught by the running fan inside the sacu outlet, resulting in a serious injury to two of the fingers. One finger was partially amputated as a result. Based on the findings derived from our investigation, the incident in question is deemed to be an isolated local incident that could have been prevented. There was no malfunction of the system that contributed to this incident.